Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead had capturing issues. The patient was brought into clinic and it was discovered via a chest x-ray (cxr) that the ra lead dislodged into the ventricle which lead to inappropriate capture of the ventricle. The patient was asymptomatic. The ra lead was capped and a new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and capturing issues. As received, a complete lead was returned in one piece for analysis. The reported event of capturing issues was not confirmed. Analysis was normal. No anomalies were found.